Manufacturer narrative:
B5 updated with additional information. D6b explant date added. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.

Event description:
It was reported that the pump was successfully explanted and the patient survived.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 via right surgical axillary/subclavian artery for mechanical circulatory support. After placement and prior to leaving the operating room, placement signal became erratic (reading high) when arterial line showed normal blood pressure. At the time, the transesophageal echocardiogram (tee) probe was being manipulated. The issue resolved after removal of the tee. There was slight difficulty during insertion. The axillary artery was around six millimeters. A 0.035" glide advantage was used due to tortuous axillary / innominate artery anatomy. Throughout the patient's course, there was intermittent resolution of the placement signal issues mainly after patient repositioning and walking. The patient's outcome was stable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Updated/selected d9 device returned to manufacturer. Updated/selected h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the placement signal issue could not be determined. The cause of the difficulty advancing was determined to most likely be patient condition related.